Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the battery was not able to be inserted into the monitor. The battery holder tabs on the monitor's enclosure were bent, preventing the battery from being able to be inserted into the monitor. The monitor showed signs of physical abuse. The root cause for the damaged tabs was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.